Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. No intervention was performed. No adverse event resulted. The patient would continue to be monitored.